Manufacturer narrative:
B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to a treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear that was selected for use exhibited air ingress. Following preparation of the sheath, when physician inserted the sheath into left atrium, air was seen into the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed. It was further reported that no abnormalities were seen during preparation. The reported air bubbles were in the aspiration syringe of the sheath. Pump at the rate of 10ml/h was used for irrigation of the sheath. No leak was noted. No air seen in the patient. No farawave catheter was yet inserted at the time of the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to a treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear that was selected for use exhibited air ingress. Following preparation of the sheath, when physician inserted the sheath into left atrium, air was seen into the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.